Event description:
Patient had a fecal management system (fms) in, initial one was placed [redacted] removed [redacted]- 4 days later. A new one placed on the same day and removed on [redacted] - 2 days later - due to ballon leaking air and system leaking. When fms removed patient also noted to have a pressure injury on rectum believed to be from hard plastic on fms.